Event description:
Device 1 of 2 reference MFR report #1627487-2015-06080. It was reported the patient was experiencing undesired abdominal stimulation. X-rays taken revealed the patient's scs leads had migrated. An sjm representative met with the patient and noted all lead impedances were within normal limits; however, reprogramming was unable to resolve the issue. Surgical intervention took place on (B)(4) 2015; at which time, the patient's leads were repositioned. The issue has reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.